Event description:
Alleged right head siderail will not latch in up position.

Manufacturer narrative:
Alleged right head siderail will not latch in up position. Technician found the metal tab to be bent which prevented the latch block from locking into place. To resolve the issue, the technician adjusted bent tab, this allowed the latch block to properly lock into place. There was no report of pt involvement.